Event description:
It was reported by the rep that during a lap gastric bypass, the tip of the blade broke off during case. Tip did not fall into pt. Another device was used to complete the procedure. No pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.